Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and button less responsive. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states that battery cap was damage. Customer reported that insulin pump had random no delivery alarms and pump rejects new batteries, pump is cracked on the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will not be return for analysis.